Event description:
It was reported that the pump announced a lunch meal but did not deliver insulin because the user had paused insulin for exercise and did not resume delivery, and a blood glucose value of 313 mg/dl was noted. There were no findings regarding a device problem or specific device component involvement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was pausing the ilet may have contributed to the user reported hyperglycemia, but the root cause could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.